Event description:
While investigating a (B)(6) male patient's electrode belt for an unrelated issue, a reportable problem was discovered. The electrode belt failed incoming functionality testing. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open wire in the cable connecting ECG "a" and ECG "b." The root cause for the open wire could not be positively identified but was likely excessive force on the cable. No adverse event resulted from the open wire. The patient received a replacement electrode belt.